Event description:
It was reported that the device was explanted after an implant duration of approx ten months due to unk reason. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.